Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5074621) on 12-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of autoimmune thyroiditis ("hashimotos diagnosis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cholecalciferol (vitamin d), iberogast, pepsin, selenium and zinc. On (B)(6) 2013, the patient had essure inserted. On (b)(64) 2016, 2 years 7 months after insertion of essure, the patient experienced autoimmune thyroiditis (seriousness criteria disability, medically significant and intervention required), fatigue ("fatigue"), abdominal distension ("increasing frequency of bloating"), weight decreased ("weight loss"), anxiety ("anxiety"), constipation ("constipation") and micturition urgency ("few prior symptoms of increase urination"). At the time of the report, the autoimmune thyroiditis, fatigue, abdominal distension, weight decreased, anxiety, constipation and micturition urgency outcome was unknown. The reporter provided no causality assessment for abdominal distension, anxiety, autoimmune thyroiditis, constipation, fatigue, micturition urgency and weight decreased with essure. The reporter commented: concomitant medication included- thyroid and ginger, digestive enzymes. The seriousness criterion ¿ disability/permanent damage, required intervention, other serious (important medical events)¿ was reported, but not specified or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on (B)(6)2018. The most recent information was received on 16-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ("increasing frequency of bloating") and autoimmune thyroiditis ("hashimotos diagnosis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included angelica archangelica root;carum carvi fruit;chelidonium majus herb;glycyrrhiza glabra root;iberis amara;matricaria recutita flower;melissa officinalis leaf;mentha x piperita leaf;silybum marianum fruit (iberogast), pepsin, selenium, vitamin d nos (vitamin d) and zinc. On (B)(6)2013, the patient had essure inserted. On (B)(6)2016, the patient experienced abdominal distension (seriousness criteria disability, medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), fatigue ("fatigue"), anxiety ("anxiety"), constipation ("constipation") and micturition urgency ("few prior symptoms of increase urination") and was found to have weight decreased ("weight loss"), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced injury ("injury to herself"). At the time of the report, the abdominal distension, autoimmune thyroiditis, fatigue, weight decreased, anxiety, constipation, micturition urgency and injury outcome was unknown. The reporter provided no causality assessment for abdominal distension, anxiety, autoimmune thyroiditis, constipation, fatigue, micturition urgency and weight decreased with essure. The reporter considered injury to be related to essure. The reporter commented: concomitant medication included- thyroid and ginger, digestive enzymes. The seriousness criterion ¿ disability/permanent damage, required intervention, other serious (important medical events)¿ was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2018: summons received - new reporter lawyer was added. Case updated as legal case. New event added: injury nos. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5074621) on 12-feb-2018. The most recent information was received on 12-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of autoimmune thyroiditis ("hashimotos diagnosis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cholecalciferol (vitamin d), iberogast, pepsin, selenium and zinc. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 2 years 7 months after insertion of essure, the patient experienced autoimmune thyroiditis (seriousness criteria disability, medically significant and intervention required), fatigue ("fatigue"), abdominal distension ("increasing frequency of bloating"), weight decreased ("weight loss"), anxiety ("anxiety"), constipation ("constipation") and micturition urgency ("few prior symptoms of increase urination"). At the time of the report, the autoimmune thyroiditis, fatigue, abdominal distension, weight decreased, anxiety, constipation and micturition urgency outcome was unknown. The reporter provided no causality assessment for abdominal distension, anxiety, autoimmune thyroiditis, constipation, fatigue, micturition urgency and weight decreased with essure. The reporter commented: concomitant medication included- thyroid and ginger, digestive enzymes. The seriousness criterion ¿ disability/permanent damage, required intervention, other serious (important medical events)¿ was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality-safety evaluation of product technical problem update. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5074621) on 12-feb-2018. The most recent information was received on 29-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abdominal distension ('increasing frequency of bloating') and autoimmune thyroiditis ('hashimotos diagnosis') in a 37-year-old female patient who had essure (batch no. B27986) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sciatica and thoracic outlet syndrome. Previously administered products included for an unreported indication: yaz. Concurrent conditions included overweight, menometrorrhagia, human papilloma virus test positive and colonoscopy. Concomitant products included norethisterone (jolivette-28) for contraception as well as angelica archangelica root; carum carvi fruit; chelidonium majus herb; glycyrrhiza glabra root; iberis amara;matricaria recutita flower; melissa officinalis leaf; mentha x piperita leaf; silybum marianum fruit (iberogast), ascorbic acid, ascorbic acid; betacarotene; biotin; calcium carbonate; calcium phosphate;chlorine; colecalciferol; cupric oxide; ferrous fumarate;folic acid;iodine;magnesium oxide; manganese sulfate; molybdenum; nickel sulfate; nicotinamide; pantothenic acid; phosphorus; potassium chloride; pyridoxine hydrochloride; retinol acetate; riboflavin; selenium; silicon; thiamine; tin; tocopherol; vanadium; vitamin b12 nos; zinc oxide (multivitamins & minerals plus lutein), charcoal, activated (activated charcoal), colecalciferol (vitamin d3), docosahexaenoic acid;eicosapentaenoic acid (omega 3), ferrous sulfate, glutathione, magnesium citrate, nicotinic acid (niacin), origanum vulgare oil (natural oil of oregano extract), pepsin, prasterone (dhea), probiotics nos, progesterone, schisandra chinensis (schisandra), selenium, thyroid, vitamin d nos (vitamin d) and zinc. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced nausea ("nausea/infrequent morning bouts of nausea") and morning sickness ("morning sickness"), 1 month 14 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and musculoskeletal stiffness ("stiffness"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced nocturia ("urinary frequency at night"). On (B)(6) 2016, the patient experienced fatigue ("fatigue") and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"), abdominal pain lower ("cramping"), malabsorption ("malabsorption") and malnutrition ("malnutrition"). On (B)(6) 2016, the patient experienced abdominal distension (seriousness criteria disability, medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), anxiety ("anxiety"), constipation ("constipation") and micturition urgency ("few prior symptoms of increase urination") and was found to have weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced hirsutism ("hormonal changes describe: dark facial hair"). On (B)(6) 2016, the patient experienced depression ("depression") and feeling abnormal ("brain fog") and was found to have skin papilloma ("plantar warts"). In (B)(6) 2016, the patient experienced hypoaesthesia ("neurological conditions or problems type: numbness"), paraesthesia ("tingling at night"), muscular weakness ("episode of muscle weakness") and arthralgia ("changing joint pain"). On an unknown date, the patient experienced blastocystis infection ("infection (other) describe: blastocystis hominis infection"), helicobacter infection ("h. Pylori infection"), eczema ("rashes or skin conditions type: eczema"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), raynaud's phenomenon ("raynaud's syndrome"), osteoarthritis ("temporomandibular joint osteoarthritis"), food allergy ("many food sensitivities"), gastrointestinal disorder ("leaky gut/mucus frequency") and skin disorder ("poor skin integrity easily bleed with light scratch") and was found to have blood glucose decreased ("blood or heart disorder/condition type: low blood sugar"). The patient was treated with metronidazole (flagyl 250) and surgery (bilateral salpingectomy - partial cornuectomy, da vinci platform). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune thyroiditis, micturition urgency, hirsutism, vaginal haemorrhage, menorrhagia, blastocystis infection, helicobacter infection, depression, feeling abnormal, eczema, migraine, headache, blood glucose decreased, nausea, tooth disorder, hypoaesthesia, paraesthesia, arthralgia, allergy to metals, irritable bowel syndrome, abdominal pain lower, raynaud's phenomenon, malabsorption, malnutrition, skin papilloma, morning sickness, back pain, musculoskeletal stiffness, nocturia, osteoarthritis, food allergy and gastrointestinal disorder outcome was unknown, the abdominal distension, fatigue and weight decreased was resolving and the anxiety, constipation, muscular weakness, vaginal discharge, abdominal pain and skin disorder had resolved. The reporter provided no causality assessment for abdominal distension, anxiety, autoimmune thyroiditis, constipation, fatigue, micturition urgency and weight decreased with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, blastocystis infection, blood glucose decreased, depression, eczema, feeling abnormal, food allergy, gastrointestinal disorder, headache, helicobacter infection, hirsutism, hypoaesthesia, irritable bowel syndrome, malabsorption, malnutrition, menorrhagia, migraine, morning sickness, muscular weakness, musculoskeletal stiffness, nausea, nocturia, osteoarthritis, paraesthesia, pelvic pain, raynaud's phenomenon, skin disorder, skin papilloma, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: concomitant medication included- thyroid and ginger, digestive enzymes. The seriousness criterion ¿ disability/permanent damage, required intervention, other serious (important medical events)¿ was reported, but not specified or assigned to one of the events. Discrepancy noted in insertion dates: (B)(6) 2013, (B)(6) 2013. Current weight: 119 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, hashimoto's disease, constipation, fatigue, weight loss, headaches, joint pain, vaginal discharge, malnutrition, hypoglycemia. Concerning the injuries reported in this case, the following ones were reported in patient¿s social media: bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs, mr and social media received: lot no added. New events - hormonal changes describe: dark facial hair, abnormal bleeding (vaginal, menorrhagia), infection (other) describe: blastocystis hominis infection; h. Pylori infection, psychological or psychiatric problems condition: anxiety, depression, brain fog condition: anxiety, depression, brain fog, autoimmune disorder type of disorder: hashimoto's disease, rashes or skin conditions type: eczema, poor skin integrity easily bleed with light scratch, bladder or urinary problems or changes, migraines / headaches, blood or heart disorder/condition type: low blood sugar, nausea, dental problems , neurological conditions or problems type: numbness, tingling at night, episode of muscle weakness, changing joint pain numbness, tingling at night, episode of muscle weakness, changing joint pain, nickel allergy, pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight loss, gastrointestinal or digestive system condition type: severe bloating and constipation, irritable bowel syndrome, leaky gut, many food sensitivities, cramping, mucus frequency, other injury(ies) or complication please describe: raynaud's syndrome, malabsorption, malnutrition, plantar warts were added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs and treatment drugs were added. Outcome of event constipation, abdominal pain, vaginal discharge, muscle weakness, anxiety, skin integrity updated to recovered/resolved and weight loss, bloating and fatigue updated to recovering/resolving. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.